Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of output anomaly was confirmed via review of stored electrograms in the laboratory. The device was tested on the bench and our automated testing equipment. The device met all test specifications and no anomalies were found. The cause of the reported output circuit damage messages could not be identified.

Event description:
It was reported that an alert for damaged output circuit appeared during testing at implant attempt. This device was not used.